Event description:
A customer contacted beckman coulter inc. (Bec) stating that they were getting "high pressure air pressure low" errors on the unicel dxc 600 pro synchron clinical system and wash concentrate was leaking. No injury was reported and no erroneous results were generated.

Manufacturer narrative:
The customer reseated the cap and adjusted the pressure and no further leaking was observed. The customer was to run the instrument and monitor for further leaking and call back if the problem was seen again. (B)(4).